Event description:
After 7 years and 2 months, the pacemaker was explanted and replaced with another device made by a different MFR. The sales rep, from the other co, informed the physician that the ela pacemaker was a "no output failure". The physician was concerned and asked that the device be analyzed.